Manufacturer narrative:
(B)(4). The returned product exhibits signs of use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. These devices are confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03133, 0001822565-2022-03135, 0001822565-2022-03137 and 0001822565-2022-03138.

Event description:
It was reported that the instruments were reported fractured and missing ball bearings. The items were damaged during washing and returned to the warehouse. There was no patient involvement. Attempts have been made and no further information has been provided.